Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a pinhole on the balloon. As the balloon inflated during a pretest without any difficulty, the catheter was placed into the patient body. However, when the patient body position was changed, the catheter fell out and a pinhole on the balloon was found.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the s ample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and immediately leaked from the eyelets indicating lumen to lumen leakage. The balloon was subsequently dissected to find the inflation notch, perforated both lumens. This was out of specification, which stated, "inflation lumen notch not to penetrate drainage lumen and must be properly formed, in addition no nicks are allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿punch depth too large.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pinhole on the balloon. As the balloon inflated during a pretest without any difficulty, the catheter was placed into the patient body. However, when the patient body position was changed, the catheter fell out and a pinhole on the balloon was found.